Event description:
It was reported by the aci clinical specialist that a (B)(6) old male pt underwent a diagnostic peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 7f sheath (unk model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. A 50/50 contrast and saline mixture was used. Following the procedure, the physician, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "balloon ruptured from the calcification". The device was removed and the pt was converted to 20 minutes of manual compression. No further complications were reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1207604) indicated that the device lot met all established performance criteria prior to shipment.